Event description:
(B)(6) reportedly was advised by the operating room nurse that during a revision surgery to extend a matrix construct for adjacent level degenerative disc disease, a ratchet t-handle kept unthreading from the shaft while removing two matrix locking caps. As two of the caps were stripped, the surgeon had to cut two rods to make the t-handles work, and manually back the two screws out. The surgery was completed using the same/like product. There was no noted extension of time to the procedure. The patient's status/outcome following the procedure was unknown or not provided. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
The stardrive shaft for matrix was received with the handle separated approximately 2mm for the shaft of the driver. The 2 mm gap is evident between the driver handle and adapter ring. The complaint condition is consistent with the application of excessive torque which led the handle to loosen from the shaft. The sport grip t25 stardrive shaft for matrix is an additional instrument which is used for the matrix spine system. Per the technical guide, the sport grip t25 driver is specifically designed to insert polyaxial and or pedicle screws and insert locking caps, excluding final tightening. In addition, final tightening and initial loosening of locking caps is to be carried out to 10 nm with a torque limiting ratchet handle. As such, final tightening (to 10 nm) or removal of locking caps (from 10 nm) using the sport grip t25 stardriver will exceed the 6 nm load limit which the handle was manufactured and can lead to the reported complaint condition. Applicable drawings for the sport grip t25 stardrive shaft were reviewed, the driver was found to have met the drawing specifications. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The reported failure is possible indicative of excessive torque when inserting/removing the locking caps. This excessive torque (greater than 6 nm) could cause the handle to loosen from the shaft. The device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records was performed and no complaint related issues were found. No nonconformance reports were generated during production the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.